Event description:
Customer reported with an issue of e433 error message. The issue occurred during preparation for use. There was no patient harm, no user harm reported due to the event.

Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The olympus service center was unable to confirm the customer's e433 error. It was noted that the cover has minor scratches and dents, a hairline crack on the front frame but not impacting the device function. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the following are possible causes of the e433 error: the user activates the foot switch while the generator is booting, faulty foot switch, defective cable connection between hvps board and generator board, defective hvps board, defective generator board, defective motherboard or defective relay board. The subject device within this report was manufactured prior to a design change that was implemented to prevent reoccurrence. Olympus will continue to monitor field performance for this device.